Event description:
Information was received that a smiths medical portex bivona flextend tts pediatric tracheostomy tube was in use with a patient who has 24 hour home care and was noted to be in a coma. The patient's mother reported the tracheostomy (trach) tube emitted abnormal sounds and the balloon inside the patient's throat broke, which caused the patient to lose oxygen. Subsequently, the issue required intervention from emergency services to stabilize the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review one device was returned for analysis without original packaging, inside a ziplock bag. Visual inspection was performed at 12 inches under normal lighting in order to detect any damage on the cuff or airline. During the visual inspection, it was observed that cuff of the sample was completely broken. The sample was tested with leak test. The test was performed under water. During the test, leaks were found on the cuff. The assembly process was performed according to the procedure. The training was reviewed and it was confirmed that the personnel had the trainings up to date. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. The exact root cause was unable to be determined. A preventive action production personnel was notified by area trainer as awareness of the defect reported by the customer.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection of the devices found cuff of sample one to be completely broken. No discrepancies found with the second sample. Samples underwent functional testing to detect for leakage. Two leaks were observed. The customer reported complaint was confirmed. The most probable cause of issue is that damage to the cuff occurred after product left the shm facility.